Event description:
End user has reported that the handpiece stopped during the robot registration process, prior medical procedure and it was replaced with a second handpiece for the medical procedure. Their engineer has checked and found out that it did not pass the cutting check. Due to long time sterilization process and replacing the faulty product, an upcoming scheduled medical procedure was canceled. Tka. The patient was already in under anesthesia for the upcoming medical procedure. The medical procedure was not cancelled on this patient, because we have extra mics handpiece we manage to swap the unit before the medical procedure. Having one mics handpiece down, sterilization process will take 4hrs therefore they have to cancel one case. We did only two case on that day instead of three.

Manufacturer narrative:
Reported event: end user has reported that the handpiece stopped during the robot registration process, prior medical procedure and it was replaced with a second handpiece for the medical procedure. Their engineer has checked and found out that it did not pass the cutting check. Due to long time sterilization process and replacing the faulty product, an upcoming scheduled medical procedure was canceled. Tka the patient was already in under anesthesia for the upcoming medical procedure. The medical procedure was not cancelled on this patient, because we have extra mics handpiece we manage to swap the unit before the medical procedure.having one mics handpiece down, sterilization process will take 4hrs therefore they have to cancel one case.we did only two case on that day instead of three. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA 2127499. Product history review: device history records indicate 25 devices were manufactured under lot k09zq and 24 devices were accepted into final stock on 08/14/2017. A review of qt17-08-0046 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k09zq, shows no additional complaints related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and capas associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904, CAPA 2127499.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End user has reported that the handpiece stopped during the robot registration process, prior medical procedure and it was replaced with a second handpiece for the medical procedure. Their engineer has checked and found out that it did not pass the cutting check. Due to long time sterilization process and replacing the faulty product, an upcoming scheduled medical procedure was canceled. Tka. The patient was already in under anesthesia for the upcoming medical procedure. The medical procedure was not cancelled on this patient, because we have extra mics handpiece we manage to swap the unit before the medical procedure. Having one mics handpiece down, sterilization process will take 4hrs therefore they have to cancel one case. We did only two case on that day instead of three.